Event description:
It was reported that the patients lead exhibited high impedance levels. A lead fracture is suspected. The lead has been capped. It is unknown at this time if the lead has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: s606, competitor ipg; implant: (B)(6) 2010. (B)(4).